Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. A photograph was provided for investigation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h4: device mfg date - correction h6: type of investigation - correction h6: investigation findings - correction.